Manufacturer narrative:
The other xience v stent is being filed under the same MFR number.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that during placement of two xience stents in the mid and proximal rca, the patient experienced an increase in cardiac enzymes, which resolved and did not require treatment. No additional event or patient information is available.